Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that clearlink system continu-flo solution set disconnected from a one-link needle-free IV connector. The patient was receiving a continuous heparin drip as well as being administered a furosemide bolus when the continu-flo solution set slowly disconnected from the one-link IV connector. This issue was resolved by replacing the one-link IV connector and continu-flo solution set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to adverse event problem. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.